Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory due to a sharp battery voltage. The device was tested on the bench and no anomalies were found. The cause of the abnormal battery depletion remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature batter depletion was observed on the device. Device is under fsca battery advisory. Patient is device dependent. Device was explanted and a new device was implanted. No further information available.